Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of pseudoaneurysm, vascular dissection, embolism, occlusion, stenosis are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects of pseudoaneurysm, vascular dissection, embolism, occlusion, stenosis and the relationship to the product, if any, cannot be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported surgical intervention and unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: "single versus double perclose techniques for vascular closure during transfemoral transcatheter aortic valve replacement.

Event description:
This event is from a literature review of patients who underwent transfemoral transcatheter aortic valve replacement (tf-tavr) procedures with perclose proglide closure in common femoral arteries. The retrospective study performed, compared the use of a single or double proglide suture pre-close technique. The study concluded that a single proglide device is a safe means of vascular closure during tf-tavr and may have important clinical benefits compared to the commonly used two-device technique. Complications during use for the proglide closures were lack of hemostasis, dissection, occlusion, pseudoaneurysm, cholesterol embolization and stenosis. Intervention included manual compression, stenting, use of another another closure device (proglide or non-abbott), surgery, or angioplasty was used to achieve hemostasis. Specific patient information is documented as unknown. See attached article titled, 'single versus double perclose techniques for vascular closure during transfemoral transcatheter aortic valve replacement'